Event description:
Customer states that a needle stick injury occurred on (B)(6) 2015 when the needle detached from the holder during activation of the safety. The event was not life threatening, did not result in permanent impairment of a body function or permanent damage to a body structure, but did necessitate medical or surgical intervention to preclude permanent impairment or damage.

Manufacturer narrative:
Actual device was not returned by customer. Therefore check of mfg records showed no deviation; assembly lines and assembly process showed no deviation; check of final sterilized product showed no deviations; check of sterilized samples from transport validation showed no deviation; check of current inventory showed no deviations.

Manufacturer narrative:
Investigation in process. Follow up report will be issued.